Event description:
It was reported that the insulin cartridge leaked when removed from the chamber, and the user experienced unexpectedly rapid insulin depletion; the user had been connecting the cartridge to the tubing before placing it into the ilet, which is inconsistent with the recommended procedure. No adverse clinical symptoms associated with low insulin availability and an empty or near-empty drug supply reported. Outcomes included interruption of insulin delivery without reported injury or medical intervention. Customer care provided support included investigation, troubleshooting and user education on correct supply change procedures. Investigation of this case revealed user technique contributed to a leaking cartridge and loss of drug, with the cartridge and connector components implicated in the event. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper setup.

Manufacturer narrative:
Initial.